Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1707 pulses. The download data showed an 0x1c alarm generated, indicating that pod has reached expiration time. Pod received was found to have bent soft cannula on the exposed portion. It could not be determined when this damage has occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 400 mg/dl while wearing the pod for 4 to 24 hours on the leg. The pink slide did not fully move forward, therefore the needle mechanism did not fully deploy as intended during activation. The pods cannula also was inclined/bent to the side. For treatment the patient delivered insulin with a pen and changed the pod out with a new one.